Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies and a hyperglycemic event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient reported that on (B)(6) 2019, she was feeling sick and had a stomach ache which prompted her to take a blood glucose (bg) reading which was 442 mg/dl while the g6 continuous glucose monitor (cgm) was reading 174 mg/dl. Patient took insulin pen with 20% of her daily insulin dose, which brought values down to 120 mg/dl. No further medical intervention was required. At the time of contact, the patient was feeling fine again. No additional event or patient information is available. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported allegation falls within the c zone of the parkes error grid.